Manufacturer narrative:
Additional information added to b5. Section e updated.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited oversensing of noisy signals that resulted in inappropriate atrial tachy response (atr) episodes. This device also exhibited undersensing of the atrial channel. There was also a failed right atrial automatic threshold (raat) test due to noise and the evoked response (ER) signal not being assessed adequately due to low amplitudes. It was noted this device was programmed unipolar for pacing and bipolar for sensing. Technical services (ts) discussed reprogramming options were limited due to current programming. Ts suspected an issue with ra lead integrity. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was requested from the field. The cause of the issue was not determined. The clinic would continue to monitor the device. This investigation will be updated should further information become available in the future.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited oversensing of noisy signals that resulted in inappropriate atrial tachy response (atr) episodes. This device also exhibited undersensing of the atrial channel. There was also a failed right atrial automatic threshold (raat) test due to noise and the evoked response (ER) signal not being assessed adequately due to low amplitudes. It was noted this device was programmed unipolar for pacing and bipolar for sensing. Technical services (ts) discussed reprogramming options were limited due to current programming. Ts suspected an issue with ra lead integrity. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported.